Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75-80% stenosed, 20-32x2.25-2.5mm, eccentric target lesion contained >45 and <90 degree bend and was located in the severely tortuous and mildly calcified left circumflex artery (lcx). A 3.5 6f non bsc guide catheter was advanced coaxially and positioned distally from the lesion. After a 014 non-bsc guide wire cross the lesion, predilation was performed with a 2x12mm non-bsc balloon catheter. Following predilation, residual stenosis was 60%. Subsequently, a 2.50 x 38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The physician pulled back the device and in an attempt to push the device further, the physician noticed that the strut on the distal portion of the stent was damaged. The device was removed and the procedure was completed with another 2.50 x 38mm promus element ¿ long stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The device was received with a product mandrel inserted. The struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cones' profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found that the shaft polymer extrusion was severely kinked 25mm proximal to the guidewire access sleeve. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75-80% stenosed, 20-32x2.25-2.5mm, eccentric target lesion contained >45 and <90 degree bend and was located in the severely tortuous and mildly calcified left circumflex artery (lcx). A 3.5 6f non bsc guide catheter was advanced coaxially and positioned distally from the lesion. After a 014 non-bsc guide wire cross the lesion, predilation was performed with a 2x12mm non-bsc balloon catheter. Following predilation, residual stenosis was 60%. Subsequently, a 2.50 x 38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The physician pulled back the device and in an attempt to push the device further, the physician noticed that the strut on the distal portion of the stent was damaged. The device was removed and the procedure was completed with another 2.50 x 38mm promus element long stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).